Event description:
Note: co's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. The hosp reported one incident where the bushing disconnected from the y-piece during a case while expanding the tubing. The bushing was immediately reattached, the hosp then decided to replace the entire circuit. The case was continued without incident. The hosp reported no harm to pt. Additionally, the hosp reported finding approx. 8 circuits with the bushings disconnected from the y-piece while still inside the sealed polybags. The hosp also reported that they have not had any add'l incidents.